Event description:
It was reported that patient was revised on a right knee due to unknown reason.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #6 femur. The following other device was also listed in this report: a #5 cs 11mm insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.